Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call for failed battery test. Customer blood glucose was unknown. Customer don't know if hit something, contour isn't connecting to insulin pump. The customer unable to troubleshoot as the customer is driving. The insulin pump will not be returned for analysis.